Event description:
Procedure performed: robotic assisted laparoscopic partial nephrectomy. Event description: "the thread came out of the product." Additional information was received on 23may2023 from [name], account manager "on (B)(6) 2023 an inzii retrieval system endoscopic pouch was used during a robotic assisted laparoscopic partial nephrectomy case with dr.[name]. The patient was a 69y/o female. On attempting to remove the pouch through the trocar it was noted that a portion of the string from the retrieval system device was missing. Upon consulting with the rnfa, it seemed as though the string was cut but the end portion of the trocar. [Name], copied here, was co-circulating the case and called the rep from the company to immediately report the defect. The material of the string is made of nylon and is not detectable by xray. Dr. [Name] was consulted by dr. [Name] intraoperatively, and I believe a recommendation was made for a post operative CT scan. The abdomen was thoroughly searched, the room and trash were also thoroughly searched. Nothing was found." Additional information was received via email on 25may2023 from [facility] the event occurred on 17may2023. The cord broke possibly during deployment, rnfa noticed that it felt wrong/did not deploy as usual, the string closure did not close all the way, rnfa removed the empty bag via the trochar and noticed resistance. The string appeared shorter than usual on removal, and there was some fraying visualized. After the second bag was deployed and subsequently removed with a specimen, it was compared to the first bag for comparison. It was noted that the string was indeed shorter than the string on the second bag. There was no specimen inside the bag. It did deploy within the patient but was removed. The case was paused to search, extensively in and around the patients body and the surgical suite, for the segment of missing string. The string is presumed to be retained. Additional information was received via email on 25may2023 from [name], account manager the complaint device was a cd001 lot #1462941 during a nephrectomy on (B)(6) 2023. No patient injury occurred. "On attempting to remove the pouch through the trocar it was noted that a portion of the string from the retrieval system device was missing. Upon consulting with the rnfa, it seemed as though the string was cut but the end portion of the trocar." There was specimen inside the bag. The bag was inside the patient when the cord broke. Patient was closed and will be receiving post op CT scan. Additional information was received via email on 25may2023 from [facility] "I just verified in the patient chart that the procedure was conducted on (B)(6) 2023. I also verified with two caregivers that the specimen bag that was missing a string was indeed empty due to the fact that it did not deploy as expected, so they extracted it via the trochar before deploying a new bag." Additional information was received via email on 01jun2023 from medwatch report # mw5117773. "Inzii endocatch 10 mm bag was deployed via trocar port. During deployment of the bag, the [invalid] did not close properly. Bag was pulled back through the trochar port unused and snagged on it's way out. Visual inspection was conducted on the bag owing to the unusual nature of the endocatch bag's removal. The bag was noted to be a little frayed, and one of the [invalid] appeared to be smaller than usual." Additional information was received via email on 01jun2023 from [facility] "the rnfa used his fingers to detach the loop/string during deployment (no scissors, no clamps) and as mentioned previously, it did not deploy as usual. He clarified that the endobag was indeed empty when pulled through the port, because it did not close properly and the specimen that had been placed in it actually popped out of the specimen bag. It was on retrieval via the port that something also did not feel right prompting the rnfa to request that the surgical tech inspect the bag. The surgical tech cannot remember if the cinched closures were the same diameter when comparing the severed sting size to what would be expected. It is not believed that a section was likely cut from the string, more that the string severed in one spot during retrieval, but we cannot verify that to be true." Product is not available for return. Intervention: "the case was paused to search, extensively in and around the patients body and the surgical suite, for the segment of missing string. The string is presumed to be retained." Patient status: "stable at discharge."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a follow-up to medwatch # mw5117773.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number has been provided. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch # mw5117773.

Event description:
Procedure performed: robotic assisted laparoscopic partial nephrectomy. Event description: "the thread came out of the product." Additional information was received on 23may2023 from [name], account manager "on (B)(6) 2023 an inzii retrieval system endoscopic pouch was used during a robotic assisted laparoscopic partial nephrectomy case with dr.[name]. The patient was a 69 y/o female. On attempting to remove the pouch through the trocar it was noted that a portion of the string from the retrieval system device was missing. Upon consulting with the rnfa, it seemed as though the string was cut but the end portion of the trocar. [Name], copied here, was co-circulating the case and called the rep from the company to immediately report the defect. The material of the string is made of nylon and is not detectable by xray. Dr. [Name] was consulted by dr. [Name] intraoperatively, and I believe a recommendation was made for a post operative CT scan. The abdomen was thoroughly searched, the room and trash were also thoroughly searched. Nothing was found." Additional information was received via email on 25may2023 from [facility] the event occurred on (B)(6) 2023. The cord broke possibly during deployment, rnfa noticed that it felt wrong/did not deploy as usual, the string closure did not close all the way, rnfa removed the empty bag via the trochar and noticed resistance. The string appeared shorter than usual on removal, and there was some fraying visualized. After the second bag was deployed and subsequently removed with a specimen, it was compared to the first bag for comparison. It was noted that the string was indeed shorter than the string on the second bag. There was no specimen inside the bag. It did deploy within the patient but was removed. The case was paused to search, extensively in and around the patients body and the surgical suite, for the segment of missing string. The string is presumed to be retained. Additional information was received via email on 25may2023 from [name], account manager the complaint device was a cd001 lot #1462941 during a nephrectomy on (B)(6) 2023. No patient injury occurred. "On attempting to remove the pouch through the trocar it was noted that a portion of the string from the retrieval system device was missing. Upon consulting with the rnfa, it seemed as though the string was cut but the end portion of the trocar." There was specimen inside the bag. The bag was inside the patient when the cord broke. Patient was closed and will be receiving post op CT scan. Additional information was received via email on 25may2023 from [facility] "I just verified in the patient chart that the procedure was conducted on (B)(6) 2023. I also verified with two caregivers that the specimen bag that was missing a string was indeed empty due to the fact that it did not deploy as expected, so they extracted it via the trochar before deploying a new bag." Additional information was received via email on 01jun2023 from medwatch report # mw5117773. "Inzii endocatch 10 mm bag was deployed via trocar port. During deployment of the bag, the [invalid] did not close properly. Bag was pulled back through the trochar port unused and snagged on it's way out. Visual inspection was conducted on the bag owing to the unusual nature of the endocatch bag's removal. The bag was noted to be a little frayed, and one of the [invalid] appeared to be smaller than usual." Additional information was received via email on 01jun2023 from [facility] "the rnfa used his fingers to detach the loop/string during deployment (no scissors, no clamps) and as mentioned previously, it did not deploy as usual. He clarified that the endobag was indeed empty when pulled through the port, because it did not close properly and the specimen that had been placed in it actually popped out of the specimen bag. It was on retrieval via the port that something also did not feel right prompting the rnfa to request that the surgical tech inspect the bag. The surgical tech cannot remember if the cinched closures were the same diameter when comparing the severed sting size to what would be expected. It is not believed that a section was likely cut from the string, more that the string severed in one spot during retrieval, but we cannot verify that to be true." Product is not available for return. Intervention: "the case was paused to search, extensively in and around the patients body and the surgical suite, for the segment of missing string. The string is presumed to be retained." Patient status: "stable at discharge."